Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: b5, h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? : during use. Needle injury: no. Other treatment: no. Were the returned items used? : product returned. If used, was anything adhered to it? : no. Returned quantity: 1. Details of the event (timeline, history, etc.): the back needle broke and remained in the pen syringe. Tmaik 15may2025. It was confirmed that no further information could not be obtained from the custom proceed with lot number unknown for this case.